Event description:
It was reported that the patient went to office consultation because the inflatable penile prosthesis (ipp) was not working properly; tests showed that the pump was dimpled. Two weeks later, a surgical procedure was performed and the pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak and functionally tested. No anomalies were found with the visual microscopic testing. Functional testing revealed that the pump was unable to be activated. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to the reported clinical observation of pump collapsed/dimpled/flat.

Event description:
It was reported that the patient went to office consultation because the inflatable penile prosthesis (ipp) was not working properly; tests showed that the pump was dimpled. Two weeks later, a surgical procedure was performed and the pump was removed and replaced. There were no patient complications reported.